Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to the anatomy. Visualization was difficult due to shadowing from the calcium. The leaflets were grasped and deployments steps were started. When the actuator knob was pulled to deploy the clip, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was suspected that there may not have been enough posterior leaflet in the clip and that calcium was grasped with the clip. The mr was 1-2, and no additional clips were attempted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported difficulty grasping and single leaflet device attachment (slda) were unable to be tested. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use cautions to always use pressure monitoring, echocardiography and fluoroscopy for guidance and observation during use of the mitraclip system. All available information was investigated and the reported difficulty grasping and subsequent slda appear to be related to patient morphology/pathology as well as user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.